Event description:
It was reported that this guiding catheter broke off at the end while splitting. The mailman wire was bent upon removal from the package. This guiding catheter was replaced and will be returned for analysis. No adverse patient effects were reported.